Manufacturer narrative:
The lot was manufactured from november 6, 2019 - november 8, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. It was further reported the expected therapy time was 48 hours, however the device diffused a little less than half of the solution after 48 hours. The device had been filled with fluorouracil and 5% glucose for a total fill of 95ml. There was no patient injury or medical intervention associated with this event. No additional information is available.